Event description:
It was reported that, after an r3-tha construct had been implanted on the left hip on (B)(6) 2010 to treat degenerative osteoarthritis, the plaintiff began experiencing occasional pain and elevated metal levels. Radiographs showed osteolysis present in the greater trochanter of the left proximal femur. Plaintiff underwent revision surgery on his left hip on (B)(6) 2017, where a very watery colored effusion was noted on the left hip and a cheesy beige colored material behind the liner, which was typical of adverse metal-on metal local soft tissue reaction. Patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Adverse local soft tissue reaction. "Increased ca" (presumed to be cobalt) and chromium. Clinically no sign of infection. Implanted 2010.

Event description:
It was reported that revision surgery was performed due to pain.